Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that depuy mobility liner was not seated in cup. Revised liner and ceramic head after seating metal liner. No need for investigation. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Left hip.